Manufacturer narrative:
Concomitant medical products: product ID: a7700-23 valve, implanted: (B)(6) 1989. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The right atrial (ra) lead exhibited poor thresholds. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.